Event description:
It was reported that the customer had a stroke and passed away. It was stated that the customer fainted and hit his head. The customer was taken to the hospital for a few days to monitor the head injury. The caller stated that she believes the customer was not wearing the insulin pump because he was placed recently a stent. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.